Event description:
It was reported that a skin reaction issue occurred. The sensor was inserted into the arm on (b)(6 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation, and infection, underneath sensor pod area only. A photo of the skin reaction in the complaint record was reviewed. The photo shows a swollen insertion site, with a pustule which makes it likely that the skin reaction is caused by an infection at the needle puncture site. There is redness spreading until where the sensor would have been. The patient contacted a nurse, and the skin reaction was treated with a prescription of unspecified oral antibiotics. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
H1 type of reportable event: correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.